Manufacturer narrative:
Continued e.1. Facility name: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Event description:
Medical review confirms usage of "deflation-ndr" as the event was caused by fall. The event of "deflation-ndr".